Manufacturer narrative:
The event and explant dates are unknown. During processing of this complaint, an attempt was made to obtain the patient's weight. Concomitant medical products and therapy dates: model: 3219, scs lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-01659. It was reported the patient received effective therapy that was unable to be addressed via reprogramming. In turn, the patient's scs system was explanted.